Event description:
Severe stomach swelling, constant hip and lower back pain, hair is starting to fall out, headaches, severe pain swelling and popping sound where coils should be placed, ovulate twice in a 6 week cycle rather then 8 weeks which has resulted in (no normal periods) bleeding for up to 14 days straight. Poking and throbbing pain located in and through cervix. Severe pain during inter course, periods contain a huge amount of tissue, allergic to wedding rings. Constant throbbing pain (24/7) in vaginal area down to thighs. All of this has occured since coils have been placed. I felt the coil coming through my cervix just last week though. I have had my coils since (B)(6) 2011. (B)(4).